Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports the unit beeping and alarm led flashing after patients bed was moved and power supply was re-connected to outlet. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 19jun2019. Date received by manufacturer: 05jun2019. The solenoid valve was replaced preventively. Unit was checked overall and run in tests then no abnormality was found. An investigation was performed on the solenoid valve and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.